Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 454 mg/dl and 155 mg/dl. Customer took unspecified insulin based on result of 155 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.